Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experienced low blood glucose and insulin pump was over delivering the insulin. Customer alleging insulin pump over delivering because no matter how much they tried to consume carbs their blood glucose level kept dropping. Customer's blood glucose level at the time of call was 296 mg/dl. Customer stated that they received multiple low blood glucose level alarms during normal range. Customer stated that their blood glucose level was between 40 mg/dl to 50 mg/dl. Customer stated that they took carbohydrates to bring blood glucose normal but it would go back down. Customer stated that they were on basal programming and did not bolus at all during the day. Customer stated that then they received bolus not delivered alarm and then hardware low level failures alarm. Customer stated that they performed the self test and then they got battery failure. Customer stated that they wiped out all setting and memory and changed the battery twice and no history was there. Customer stated that they re-entered. Basal settings and again got hardware low level failures alarm. Customer stated that they were having symptoms like mental confusion, sluggishness, light headed and frustrated. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer stated that reservoir showing less insulin than shown on status. It was unknown that auto mode feature was active or not at the time of event. The device will be returned for analysis.